Event description:
Pacemaker appeared to function only with the pt in the sitting or supine position. When pt stood up felt dizzy, experienced syncopal episode. The pt was felt to have intermittent pacemaker failure. Pt underwent reimplantation of pacemaker.